Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. There was a slight resistance to needle deployment and the needles did not present. On fluoroscopy, only 3 needles could be seen in the barrel. Back down of the needles to their original position was not successful. A vascular surgeon was called to the cath lab for device removal. A cut down was performed to the arteriotomy, the needles were exposed and retrieved, and the arteriotomy was closed using the white suture from the pvs device. The vascular surgeon reported that there was no tear in the artery. However, he noted having difficulty cutting down to the artery related to heavy scarring of the groin tissue from previous procedures.